Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2015 with the following findings: black box dates from 5/10/2015 -5/18/2015. Black box data from date of pi has been overwritten. Current bb shows one "por" event associated with the clearing of a eaw 128 replace battery alarm on 5/17/2015. The pump powers with returned battery cap. Battery cap is able to fully tighten. The battery cap measures within specifications. Battery compartment cracks observed in thread area and below grip pad. Evidence of moisture contamination inside the battery compartment the pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A "intermittent power" event was not duplicated during investigation. A leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.